Manufacturer narrative:
Medtronic representative, while performing an imaging system check-out on (B)(4) 2016 reported the 40uf capacitor that is part of the inverter assembly overheated, cracked its outer coating, leaked fluid, and burned up all shielding and common wires that run through the assembly to the hv tank. Inverter assembly and hv tank replaced. Performed all necessary calibrations and full compliance testing. After compliance testing, performed multiple 3d scans. The system is now fully functional. Return requested. Replacement 125kv 1tube 220v h-vltg tank shipped to site. Suspect 125kv 1tube 220v h-vltg tank, returned to manufacturer for analysis on 03/30/2016, is currently under analysis. Return requested. Replacement inverter shipped to site. Suspect inverter, returned to manufacturer for analysis on 03/30/2016, is currently under analysis. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed: 2d and 3d. Smoke coming out of generator cabinet after successful 3d spin. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a lumbar fusion spine procedure, after acquiring a 3d spin with the site's imaging system, there was a burning smell and visible smoke coming from the gantry. The spin transferred to the navigation system normally. That after acquiring a 3d spin, there was a burning smell and visible smoke coming from the gantry. The spin transferred to the navigation system normally. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a electrical issue with the inverter assembly. The suspect inverter assembly did not pass visual inspection. Testing confirmed 40uf cap experienced electrical overstress and damaged the ground wires and shielding for the capacitor.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a electrical issue with the high voltage (hv) tank. The suspect hv tank was confirmed to be damaged . The hv tank did not pass the large filament and small filament coil measurement during the passive hv tank test. The large and small filament resistance was too high. As previously reported this part was replaced to resolve the issue.